Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and underwent cardiac catheterization. The 3.0 x 28 mm, 70% stenosed target lesion was an area of instent restenosis (isr) of a previously implanted non bsc stent located in the proximal right coronary artery (rca). It was treated with pre-dilatation and placement of a 3.0 mm x 28 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2014, the patient was hospitalized due to unstable angina. The following day, coronary angiography revealed an area of 80% isr of a previously placed study stent located in the proximal rca. It was treated with placement of a 3.5 x 8 mm promus drug-eluting stent with 10% residual stenosis the event was considered resolved and the patient was discharged on aspirin and clopidogrel on the following day.